Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board (dr board) and faulty patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the modified products were shipped from june 13, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer for this event, during preparation for use, the device yielded an image with the 190 series scopes but had a black screen when 180 series scopes were plugged in. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There are two associated events reported by the customer for this device for the same issue. These events are captured in medwatches with patient identifiers (B)(6) (event date (B)(6), 2021) and complaint (B)(6) (event date (B)(6), 2021). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image with the 180 series scopes. This is attributed to the faulty patient board set. The device has up to date software. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.